Event description:
It was reported the coil could not be detached. Upon removal, the coil detached and migrated. It was reported the patient is still in the hospital.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).